Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during training by facility staff, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The onestep pediatric pads were returned to zoll medical corporation for evaluation. A visual inspection determined the pads were assembled correctly; however, the back of the electrode pad had been separated in half and then reattached. The customer provided a video for review. The video shows that the customer was not following the IFU. The user pulled the pads out from the pad corner not from a red tab. The instructions for use for onestep pediatric CPR electrodes state: "grasp the back/sternum electrode from the bottom red tab and peel from the plastic liner." The pads were scrapped and the customer was sent a replacement set of pads. Analysis of reports of this type has not identified an increase in trend.